Event description:
It was reported a patient underwent a robotic inguinal hernia procedure on an unknown date in 2023 and suture was used. The suture is unraveling and knots are not securely tying down loosening once complete. He is having to throw more. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the monocryl suture he has been using for over a decade has changed in quality the last 6 months. The suture poor handling characteristics resembles a prolene. The suture he is used to has a stretchy like feel, minimal memory and ties securely. Recently, the monocryl suture is unraveling and knots are not securely tying down loosening once complete. He is having to throw eit was reported by the sales rep that during the unknown procedure that the monocryl suture he has been using for over a decade has changed in quality thxtra knots. I (the rep) was in a robotic inguinal hernia case and observed his complaints occur in real time. He has tried several suture from various lots and different procedures all have the same unsatisfactory result. No device available for return. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what is the total number of procedures? What is the total number of products involved during the robotic inguinal hernia case? What is the total number of products involved in each case? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - device return status. Please document the shipment tracking number: h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened sample, that pertained to product code . In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand. In addition, no issues related to the untying knot or anomalies on the strand were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.